Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® cardiovascular patch instructions for use include warnings and addresses the following adverse reactions among others: infection, inflammation, perigraft seroma formation, hematomas, thrombosis, prolonged bleeding, or formation of pseudoaneurysms. The gore-tex® cardiovascular patch includes warnings and is not recommended for patients who need reconstruction of hernias, soft tissue deficiencies, passive biological membranes such as dura mater, pericardium, or peritoneum. Use of this product in applications other than those indicated has the potential for serious complications, such as suture pullout, failure of the repair, or undesired healing to surrounding tissues. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Additionally, the manufacturing records for the device associated with this evaluation are unavailable for review. Based on a manufacturing date of (B)(6) 2003, the required record retention period of 10 years would have been exceeded, at the latest, on (B)(6) 2013. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni]. Implant preoperative complaints: [ni]. Implant procedure: repair of recurrent incisional ventral hernia with gore-tex mesh. Implant: graft patch cv [1702515006/0197136, 2.5m x 15cm x 0.6mm] [invalid lot number]. Implant date: (B)(6) 2007 (hospitalization (B)(6) 2007); (B)(6) 2007: washington regional medical center. Wayne a. Hudec, md. Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: recurrent incisional ventral hernia. Anesthesia: general. Complications: none. Preoperative note: jackie is a 42-year-old white female who underwent a retrorectus repair of an incarcerated ventral hernia back on august 10. I used marlex at that time. She has now developed a focal recurrence on the left-hand side, and we are going to plan to explore this area. The plan, benefits, risks, and alternatives have all been explained to jackie. She understands and wants to proceed. Operative note: ¿the patient was taken to the operating room and placed in supine position. After satisfactory general endotracheal anesthesia was achieved, her abdomen was prepped and draped in the usual sterile fashion. Just above and lateral to her umbilicus, I felt a fascial defect. Thus, I re-incised the vertical midline incision. Dissection was carried down to the hernia sac. It was fairly well demarcated, and I incised the sac in total down to the fascial edges. The defect was about 3 cm in diameter. It was right at the edge of the mesh. Thus, the superior and medial edges of the fascia had the incorporated mesh. I did have to lyse some adhesions of the small bowel that were adhered to the edge of the fascia. I then elected to place a gore-tex patch into the defect. I secured it with multiple interrupted 0 surgilon in a clock-face manner. I then closed the overlying fascia with simple interrupted #1 surgilon. I was fairly happy with the tissue and the repair. There was no active bleeding. I closed the skin with staples, covered it with dry sterile dressings, and placed her in an abdominal binder. She was taken to the recovery room and doing well. There were no complications. Sponge and needle counts were correct. Blood loss was minimal.¿ (B)(6) 2007: washington regional medical center. Implant record. Graft patch cv. Manufacturer: w.l. Gore and associates, inc. Size: 2.5m x 15cm x 0.6mm. Implant site: abdomen. Lot number: 0197136. Catalog number: 1702515006. Expiration date: 12/18/08. Quantity: the records confirm a gore® ni (1702515006/0197136) was implanted during the procedure. Relevant medical information: [ni]. Explant preoperative complaints: [ni]. Explant procedure: repair of recurrent incarcerated incisional ventral hernia with mesh. Removal of old mesh. Explant date: august 20, 2008 (hospitalization (B)(6) 2008). (B)(6) 2008: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: recurrent incarcerated incisional ventral hernia. Postoperative diagnosis: recurrent incarcerated incisional ventral hernia. Anesthesia: general. Complications: none. Preoperative note: jackie is well known to me. She has had extensive ventral hernias repaired. She now has a new area that is confirmed by cat scan. We are going to plan exploration and proceed based on intraoperative findings. The plan, benefits, risks, and alternatives have all been explained to jackie; she understands and wants to proceed. Description of operation: ¿the patient was taken to the operating room and placed in the supine position. After satisfactory general anesthesia was achieved, her abdomen was prepped and draped in the usual sterile fashion. I re-incised her midline incision and dissection was carried down to the midline where there was mesh. There were two small fascial defects. Her mesh had been previously closed in the midline with prolene and this is where it looked to be herniated at the edge of the mesh out into the subcutaneous tissue. This was quite large. So, I opened the mesh throughout the midline. I was then able to develop part of a retrorectus plane at the level of the mesh and extend it down beyond the arcuate line behind the symphysis pubis. I then closed the peritoneum and the posterior rectus sheath in the midline with running #1 vicryl up to the old mesh. There was a lot of both marlex and prolene mesh in the midline that I excised. I then placed a large sheet of marlex mesh in the retrorectus space. I anchored it superiorly using separate stab incisions and 2-0 vicryl, and laterally, again, stab incisions and 2-0 vicryl. This allowed me then to place the inferior edge of the mesh down into the retropubic space, down to the lacunar ligaments bilaterally. I then closed the mesh and the anterior rectus sheath in the midline with running #1 vicryl and the skin was closed with staples. I did place an on-q pain pump and brought it out through the superior stab incisions. She tolerated the procedure well and was taken to the recovery room in stable condition.¿ (B)(6) 2008: (B)(6) medical center. Implant record. Mesh ultrapro. Ethicon. Relevant medical information: [ni]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2007 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence and removal of mesh. Additional event specific information was not provided.